Manufacturer narrative:
Beckman coulter customer support evaluated the au5800 chemistry analyzer, and recommended the customer to replace the pinch valve tubing and roller pump tubing; then, perform an enhanced cleaning. The customer replaced the tubing and performed the cleaning which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au480 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.